Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to handling deviation. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope angulation wheel is faulty. The reported issue was discovered during reprocessing. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the air/ water channels were contaminated which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation is out of specification in all directions. Additionally, the angulation is play in all directions. Upon further inspection, it was observed that the air/water channels are cloudy in appearance and appear to be contaminated with white crystallized infacol (simethicone). This finding was due to user handling or a reprocessing issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.